Manufacturer narrative:
A vyaire field service representative (fsr) went onsite and evaluated the ventilator. Performed calibration and performance test. The device passed all testing and met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ventilator presented "device error" while on a patient and the device was replaced with another ventilator. The customer confirmed that there was no patient harm associated with the reported event.